Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported bilateral pain and rupture. The device remains implanted. This represents the left side.

Event description:
Healthcare professional additionally reported cyst measuring 6 mm", "pericapsular fluid and radial folds". The device remains implanted. This record represents the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.